Manufacturer narrative:
B3: date of event- corrected from (B)(6) 2021 to (B)(6) 2021 d6a: implant date- corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Novel oral anticoagulants were not used as post implant regimen. The patient was on aspirin and plavix. At the 45 day follow up appointment, thrombus was noted on the closure device. No additional information is known at this time. It was further reported that the closure device size was 24mm. The patient was discharged on xarelto and aspirin 81mg. At the 45 day follow up appointment, a 0.5 x 0.3 cm thrombus was noted on the medial crown of the closure device. The patient was instructed to continue a xarelto medication regimen and was scheduled to have a repeat transesophageal echocardiography (tee) imaging appointment in 8 weeks.

Manufacturer narrative:
Date of event: estimated as it was reported the device related thrombus was from the 45 day follow up in (B)(6). Implant date - estimated as (B)(6) 2021 as this is 45 days earlier than the estimated date of event.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Novel oral anticoagulants were not used as post implant regimen. The patient was on aspirin and plavix. At the 45 day follow up appointment, thrombus was noted on the closure device. No additional information is known at this time.